Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis confirmed that the ipg may be flipped. The patient underwent a revision wherein the physician flipped the ipg. The patient was able to charge after the procedure.